Manufacturer narrative:
Section PMA/510k: manufacturers aware date was inadvertently omitted from previous report. The correct date was oct 29, 2018.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 years, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for possible gi bleed. Multiple pi events were noted upon interrogation. The patient also experienced low flow alarms when laying on the right side. Based on the log files, technical service confirmed a low flow on (B)(6) 2018 that did no decrease long enough below the threshold to trigger an audible alarm. The patient presented to the emergency room with lower abdominal cramping and large bloody bowel movement. The patient also had dark maroon/melanotic stools. A bleeding at colonic angiectasia in cecum was observed and was "trated" with argon plasma coagulation with partial success. Clip placement achieved hemostasis. The patient was awaiting therapeutic inr and then discharged.